Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-17. H6: investigation summary: the customer reported the tubing was leaking from the top, and the customer returned one pump set, one secondary set, and the filter extension set. The filter extension set was also returned the label, and from the customer note attached about leakage near the patient IV site, it is assumed to be faulty. The two drip chamber sets were tested and primed for leaks, and the extension set was capped and primed under syringe pressure. No leaks were observed. The report of 'tubing leaking from the blue circular part' was tested by infusing the pump set at 200 cc/hr for 30 minutes, with no issues. The complaint could not be verified, and the root cause is unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set tubing leaked during use. The following information was provided by the initial reporter: "I went to fix 29s beeping tacro line. When I pulled the line out of the channel, I noticed that it was leaking from the top of the tubing, just below the blue circular part that sits at the top of the channel. I am unsure weather this had been ongoing or if it happened on my shift."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing leaked during use. The following information was provided by the initial reporter: "I went to fix 29s beeping tacro line. When I pulled the line out of the channel, I noticed that it was leaking from the top of the tubing, just below the blue circular part that sits at the top of the channel. I am unsure weather this had been ongoing or if it happened on my shift."

Event description:
It was reported that the unspecified bd¿ infusion set tubing leaked during use. The following information was provided by the initial reporter: "I went to fix 29s beeping tacro line. When I pulled the line out of the channel, I noticed that it was leakingfrom the top of the tubing, just below the blue circular part that sits at the top of the channel. I am unsure weather this had been ongoing or if it happened on my shift."

Manufacturer narrative:
The following fields were corrected. D10: device available for eval no . D10: returned to manufacturer on: na. H6: investigation summary . No product or photo was returned by the customer. The customer complaint of tubing leaking near the blue circular part could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.